Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured and an insulation breach at the y-site was noted during surgery. It was further reported that the rv lead had no capture and high/undefined impedances were observed. The rv lead was partially explanted at the y adapter site and the remaining portion of the lead was capped. The rv lead was subsequently replaced. No patient complications have been reported as a result of this event.